Manufacturer narrative:
No pt injury has been provided yet but physician is following pt. (B)(4). Eval: still under investigation.

Event description:
On (B)(6) 2013: a male pt underwent aaa repair. The procedure was consisted of placement of a main body and two iliac leg grafts in both side. The iliac leg grafts were placed to the external iliac arteries. The internal iliac arteries were already occluded prior to the procedure. At the end of the procedure, endoleak was confirmed, but the physician determined it was type ii and completed the procedure. On (B)(6) 2013: f/u CT was performed. On (B)(6) 2013: the physician told a sales rep that he now suspects the endoleak was type iii from near the bifurcation. The pt is being followed carefully. The pt does not show any problematic symptoms as of today.